Manufacturer narrative:
Findings: unit power up properly after battery installation. Unit received with operating currents within spec. Unit was monitored and no blank display anomalies were noted. No low battery alerts, weak battery alarms or battery out limit alarms noted. Unit passed basic occlusion test and displacement test. However, unable to prime unit during prime test due to faulty sensor resistor. Unable to perform excessive no delivery due to prime anomaly. Unit received with minor scratches on lcd window. Unit received with cracked case at display window corners. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump alarmed low battery alert even after replacing the battery cap. The patient's blood glucose level was 480 mg/dl at the time of the call. The customer did not mention any form of treatment for their blood glucose levels. The customer was assisted with the issue and was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.